Manufacturer narrative:
The insulin pump was received with a47 error alarm found in alarm history to corrupted history file. The insulin pump passed displacement test, a21 test and self test. No unexpected a17, a21 or a47 error alarms noted during testing. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer was receiving unexpected restart alarms and external ram crc error alarms as well when rewinding. The customer's blood glucose was unknown. Explained the different types of alarms that the customer received. The customer also found that the insulin pump had alarmed displayable history crc check failed on startup eight times. Advised that the customer's insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.